Manufacturer narrative:
As reported, seven week post-implant of the ventralight st mesh w/ echo ps, the patient was diagnosed with two postoperative seromas on the side of hernia, which is resolving. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device as a possible complication. Device not returned - remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2016 subject patient underwent primary robotic assisted midline umbilical hernia (4cm x 10cm) repair procedure. A bard/davol ventralight st was implanted using echo ps, and placed using sutures. Full skin closure was achieved using sutures and adhesive skin closure. The patient was discharged from the hospital on (B)(6) 2016. (B)(6) 2016 subject patient was diagnosed with 2 seromas on the side of the hernia. (B)(6) 2017 subject patient still seems to have a little bit of seroma. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovering/resolving.